Event description:
Inbound. Patient's brother reported no disposable alarm on both cadd legacy pumps with same cadd flow stop cassette, lot number unknown. Cassette wasted. No further details provided.